Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that the patient with this neurostimulator called stating they fell and hit their back. The patient feels like their device was damaged. The patient did not have their remote control for troubleshooting. The patient also mentioned they were looking to have their device explanted. The patient had horrible pain ever since they got into an accident on an atv, where something hit them and they feel like something has moved. The device is in hibernation mode, so that way if the patient needs an MRI, the clinical specialist can connect them. The patient is going to try to make an appointment with the physician, but their insurance has changed, and the patient now needs a referral. Once the clinical specialist meets with the patient, they can give an update. There is no confirmation that the implant is damaged, the patient would like it removed. Additional information reported that the explant surgery took place on (B)(6) 2025. The patient felt pain relief from getting the device removed according to the physician, but no follow up occurred. The care team do not attend appointments for post-explant surgeries. After the device is removed, the care team is hands off as they no longer work with the patient after the explant. If the patient had a follow up, the care team is not privy to that information. The cs has nothing further to pass along. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4). This report is being filed for a correction to field g2. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegation relates to pain and migration which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this neurostimulator called stating they fell and hit their back. The patient feels like their device was damaged. The patient did not have their remote control for troubleshooting. The patient also mentioned they were looking to have their device explanted. The patient had horrible pain ever since they got into an accident on an atv, where something hit them and they feel like something has moved. The device is in hibernation mode, so that way if the patient needs an MRI, the clinical specialist can connect them. The patient is going to try to make an appointment with the physician, but their insurance has changed, and the patient now needs a referral. Once the clinical specialist meets with the patient, they can give an update. There is no confirmation that the implant is damaged, the patient would like it removed. Additional information reported that the explant surgery took place on (B)(6) 2025. The patient felt pain relief from getting the device removed according to the physician, but no follow up occurred. The care team do not attend appointments for post-explant surgeries. After the device is removed, the care team is hands off as they no longer work with the patient after the explant. If the patient had a follow up, the care team is not privy to that information. The cs has nothing further to pass along. There were no additional patient complications.